Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise, 20 episodes of anti-tachycardia pacing (atp), and one inappropriate shock. The patient felt light-headed due to the atp and had pain with the delivery of the shock. The noise was unable to be reproduced via isometrics and impedance measurements were within normal limits. The device was programmed to monitor only and the patient wore a lifevest until a revision procedure was performed. The patient's ICD and rv lead were explanted and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, and explant related damage was noted. The lead segments passed continuity testing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.